Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to experiencing a low blood glucose (bg) level of 35 mg/dl. Customer consumed carbohydrates and was treated with juice and intravenous glucose by the paramedics. In the emergency room, the customer was treated with intravenous saline and insulin, and was released from the emergency room 4 hours later with no permanent damage. The cause of the low bg was unknown. Reportedly, the customer used off label insulin, and customer alleged insulin absorbed slowly. Tandem technical support (cts) educated the customer on cartridge and insulin labeling. Cts performed a system check on the pump and determined that the pump functioned as intended. In addition, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 115 mg/dl. The customer continued to use the pump for insulin therapy.